Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited myopotential oversensing. Programming changes were discussed and no further information was available.

Event description:
New information received reported that the patient was seen in clinic on (B)(6) 2018 and the device was reprogrammed. The patient's condition was fine before, during, and after the reprogramming.